Event description:
A report was received from the USA stating that an 840 ventilator had an erratic graphic user interface (gui) bottom display and dim top display. The ventilator was not in use on a pt at the time the malfunction occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb), the backlight inverter printed circuit boards (pcb), and upgraded the software to the current revision. The unit then passed all testing and operated within the mfg specifications. (B)(4).